Event description:
During a laparoscopic cholecystectomy procedure the clips did not form properly. The surgeon applied another device. No patient injury was reported.

Manufacturer narrative:
6/3/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was attributed to the channel bracket which was improperly welded.